Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device info. The device remains in the pt, however the lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info. Xact stent part #xrx04008t, lot #482472, referenced is being filed under manufacturer report number #9616695-2007-00117.

Event description:
Device malfunction: detachment from wire. Time of malfunction: during procedure. Symptoms/ae: stroke: intubation. Time of symptoms/ae: during procedure. It was reported that after a successful placement of the xact stent for an interventional carotid procedure, the emboshield pro became entangled with the stent as it was being retrieved and became detached from the wire. The wire was removed from the pt, but the filter remained. The pt experienced a stroke during the retrieval process with paralysis on half of his body. He was intubated and placed on a ventilator. Due to the pt's condition, the filter could not be removed. No add'l info is available.